Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer change the pump supplies multiple times. Pump system check found the blockage in the cartridge. Customer changed cartridge and confirmed insulin was exiting the cartridge pigtail tubing. Customer's blood glucose was 274-400 mg/dl.